Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief since implantation. It was noted that the patient received adequate relief during the trial period. Troubleshooting was performed, including reprogramming, without resolution. An x-ray was performed with no device issues identified. The evoke scs system was explanted to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant. Following the explant procedure, the patient reported that their condition had worsened. The patient developed new, progressive spinal pathology. An x-ray obtained on (B)(6) 2025, identified a new disc herniation located at the l2-3, causing left sided lumbar radiculopathy. On (B)(6) 2025, the patient¿s condition had reportedly deteriorated to a large l2-3 disc extrusion with left hip and groin radiculopathy. A transforaminal lumbar interbody fusion (tlif) at the l2-3 was performed in (B)(6) 2025, followed by extensive rehabilitation.

Manufacturer narrative:
The evoke scs system was not returned to saluda. The most recent available device logs with patient therapy data, captured from a programming session on (B)(6) 2024, were reviewed. Multiple instances of ¿stop for possible noise closed loop¿ errors were noted. It was identified that the patient was not manually ending stimulation prior to charging, resulting in the observed error and the cls automatically ending stimulation. Evoke scs system user manual cautions ¿turn therapy off before you start charging. You may experience increases or decreases in therapy strength if you start charging while therapy is on. You may turn therapy on once charging has started. However, closed-loop stimulation is disabled during charging. You may experience increases or decreases in therapy strength. In some cases, the therapy may stop during charging¿. Review of impedance logs did not identify disconnected electrodes and all impedances were observed to be within programmable range. The root cause of the reported inadequate pain relief cannot be definitively determined. The evoke scs system surgical guide details the potential risks associated with the implantation and use of a spinal cord stimulation system, including ¿inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed, and the product met all requirements for release.